Event description:
During follow-up, a high threshold was noted on the ventricular lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported events were phrenic nerve stimulation and high threshold. A complete lead was returned in one piece for analysis. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures but shorting was noted due to the outer and inner insulation damage found at the proximal region of the lead, consistent with procedural damage. Visual analysis did not find any other anomalies with the exception of damages that are consistent with procedural damage.